Event description:
Fistula needle fell out over the hd treatment. Upon further examination, needle appeared to be defective as blue wings separated from needle body. Therefore, patient lost around 50ml of blood. No additional information provided.